Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced many low blood glucose levels. Customer's blood glucose level dropped to 27 mg/dl. Her blood glucose level was treated with juice. The sensor stayed on the pedestal when they were trying to remove it. The device was not returned.